Event description:
Related manufacturer reference number: 2017865-2023-03057,related manufacturer reference number:2017865-2023-03058.it was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Prior to the procedure, it was discovered that the right atrial lead and the right ventricular lead both exhibited noise. The right ventricular lead was capped and replaced on (B)(6) 2023. The right atrial lead remained active. The patient was in stable condition.